Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1) occurred with multiple cartridges. Reportedly, the customer's blood glucose (bg) level had been elevated at 200-300 mg/dl and it was addressed with a higher temporary basal rate. However, the customer thinks the bg level was due to an infection in the neck and reported to be having surgery on (B)(6) 2016 for the infection. At the time of the report the customer's blood glucose level was reported to be okay. The customer was able to load a new cartridge successfully. Reportedly, the customer would continue to use the pump until replacement pump is received.